Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 527 mg/dl at the time of incident. Customer was treated with insulin pump. Customer also received a sensor updating alert. Customer was also having insulin flow blocked alarm and was resolved by changing infusion set and reservoir. Troubleshooting was performed. The product will not be returned for analysis.